Event description:
It was reported that this right ventricular (rv) lead had a suspected outer conductor fracture. Rising bipolar impedance and high threshold, normal lead measurements in unipolar pacing configuration was also noted. This lead was surgically abandoned, and new lead was placed. No additional adverse patient effects were reported.